Manufacturer narrative:
Pump passed self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test, displacement test and displacement accuracy test at 0.0872 inches. No pump error 64 alarms were noted during testing. The pump successfully downloaded the history files and traces using thus. Pump error 63 variable 3 was found in the history files on 09-jan-2024 at 11:35:19.00. 11:38:04.00, 11:41:06.00 due to a corroded solder joints on the u1 chip keypad assembly. Pump error 4 was found in the history files on 09-jan-2024 at 11:35:17.00 due to motor mcu did not receive the acknowledge from main mcu the pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 2, motor and force sensor and corroded solder joints on the u1 chip keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery tube threads -cracked, scratched case. Pump passed the full functional test and displacement accuracy test. Exposed to moisture confirmed on the pcba 2, motor and force sensor. Pump error 63 was not confirmed during analysis. Pump error 63 varaible 3 was confirmed due to corroded solder joints on the u1 chip keypad assembly. Pump error 4 was confirmed due to a hardware error on the main or motor mcu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a device test got failed and pump error 64 (motor arm failed self-test). Troubleshooting was not performed and no further details have been provided. No harm requiring medical intervention was reported. It was unknown whether the customer would discontinue using the device and the device will be returned for analysis.